Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (PMA p860057/s001). The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 19mm pericardial aortic valve, implanted approximately ten (10) years, was explanted due to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After implant, the patient annulus had got fragile due to the recurrence of aortic stenosis. The device was explanted and replaced with a same size 19mm pericardial aortic valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was not returned for evaluation as it was discarded at the hospital.